Event description:
The hosp is reportedly experiencing issues with the radiology control syringes packaged within their convenience kit. Supposedly the syringes are allowing for the aspiration of air bubbles. There has been no air injection or pt injury. No samples are being returned.